Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 457 mg/dl and a current blood glucose of 235 mg/dl. The patient's tubing was kinked and the cannula was bent. The customer treated by changing the infusion set, treating with five units of insulin, and drinking water. The insulin pump was not returned for analysis.